Event description:
During the attempt to remove the sheath from the patient at the end of the aortogram and sfa angiogram procedure, the hub separated from the sheath. The physician clamped the sheath and exchanged it for a shorter sheath. There was no harm to the patient.

Manufacturer narrative:
Evaluation: still under investigation at this time.